Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead; 4543 boston scientific lead, implanted(B)(6) 2008. (B)(4).

Event description:
It was reported that the patient experienced dizziness. The implantable cardioverter defibrillator (ICD) device withheld ventricular fibrillation (vf) detection in several of the episodes due to pr logic. Eventually, most were treated with ventricular anti-tachycardia pacing (atp). The device remains in use. No patient complications have been reported as a result of this event.